Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient stated she could not feel stimulation on her right side for about a week. The patient also indicated her right hand was swollen and purple. The patient had her device reprogrammed the day before and was able to feel stimulation, but since then was unable to feel stimulation. The patient noted the patient programmer showed the stimulation was still on. Additional information indicated the patient was evaluated in the clinic and stimulation was unable to be recaptured. The patient underwent a replacement of her system in 2009, with the outcome being the return of stimulation in the appropriate areas with pain relief.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.